Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received hydromorphone (5mg/ml, 3 .5mg/day) and bupivacaine (7.5mg/ml, 5.25mg/day) in an implantable pump for non-malignant pain and other non-malignant pain. The patient experienced a sudden increase in pain on (B)(6) 2016, just prior to the pump running empty. The low reservoir alarm occurred on (B)(6) 2016 and the empty reservoir alarm occurred on (B)(6) 2016. The pump would be filled with saline and run at minimum rate mode until refill. The pump would reportedly be refilled eventually. To the manufacturer representative's knowledge, the patient came from a different territory and was not managed. The plan was to manage the patient with oral medications until the pump could be refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.